Event description:
It was reported that during a lead mapping of a right ventricular (rv) lead, no sense signal could be seen on the analyzer. Only noise could be seen. After several failed attempts in troubleshooting methods, the lead was replaced. It was noted that the "helix appeared to be significantly retracted into the housing." The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The defib conductor was distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant.